Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the returned modular cable confirmed superficial damage to the outer polyurethane jacket. Upon examination of the returned modular cable revealed yellow discoloration on the controller connector bend relief and brown discoloration on the inline connector bend relief. The inline and controller connector pins were unremarkable. Examination of the polyurethane jacket revealed multiple areas of superficial damage to the polyurethane jacket approximately 4.5¿, 5¿, 6.5¿, 13¿ and 14¿ from the controller connector. The modular cable was returned with rescue tape approximately 15.5¿ from the controller connector to the inline connector bend relief. The rescue tape was removed and revealed superficial damage to the polyurethane jacket approximately 19¿ and 20¿ from the controller connector. The damage to the polyurethane jacket did not appear to penetrate the underlying armor layer, which was unremarkable. The armor layer was removed and revealed the bionate, which was unremarkable. The bionate was removed and revealed kinking to the underlying wires; however, there was no evidence of damage to the underlying wires. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. The submitted log files revealed no abnormal events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for modular cable lot number 6877095 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped with the lvas kit on 01may2019. The current version of the heartmate 3 lvas IFU and patient handbook contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's modular cable was exchanged due to exposed wires. The log file captured routine events with no notable alarm conditions or parameter changes. There was no evidence of percutaneous lead conductor damage. The device was functioning as expected.